Manufacturer narrative:
(B)(4). (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A physical sample is needed in order to perform a functional flow rate test to verify the flow rate accuracy of the device. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion with a large volume infusor. The device was filled with fluorouracil for a total fill volume of 240 ml. After 46 hours of infusion, there was still an unknown amount of solution remaining. There was no patient injury or medical intervention associated with this event. No additional information is available.